Event description:
The information received from the affiliate states that this male patient, with a history of peripheral vascular disease, was presented to the interventional lab in 2005 for treatment of a lesion located in the right superficial femoral artery (sfa). The patient was enrolled in the super sl study. At the lesion site, the vessel was straight, and the lesion was de novo and calcified. The distal edge of the lesion was located 6cm from the superior edge of the patella. The total lesion length was 140mm, of which 100% was occluded. Twenty-four hours prior to the procedure, 250 mg aspirin was given. At the beginning of the procedure, 5000 iu of heparin was given. There is no information as to where the physician made access to the patient. After pre-dilation with a schneider boston scientific balloon (3 x 80 mm), two smart stents (both 6 x 80 mm) were deployed in the right sfa (mid and distal). Post-dilation was done with an agiltrac guidant 6 x 80 and 4 x 60 mm balloons. After the procedure, 10% stenosis at the lesion site was present. There was no reported injury to the patient. At discharge, the subject was taking aspirin and clopidogrel. In 2006, the patient returned to the hospital with symptoms of claudication. An angiogram revealed that there was in-stent present. Sixty days later, revascularization with percutaneous transluminal angioplasty (pta) was performed to treat the restenosis. Please note that multiple attempts to acquire additional information have been attempted, but have been unsuccessful.

Manufacturer narrative:
The product will not be returning for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt. This is the second of two products involved with this event which is associated with manufacturing report #9616099-2006-00908 and 9616099-2006-00909.